Manufacturer narrative:
This report is submitted on may 20, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to fistula near implant site. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.